Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing resulting in non-sustained right-ventricular oversensing. As a resolution programming changes were made. The patient condition was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) had exhibited post-sensed t-wave oversensing.